Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer screen froze after approximately ten minutes. Moreover, the lock could not properly close.